Event description:
This report is being supplemented to provide additional information received from the customer. New information added to the following fields: b5 and d10. It was additionally reported that it was hard to push the cannula through the scope and also that when they are moving over the elevator, it felt like it was getting caught. The scope also felt tight and very hard to get in the right position. The customer was using a non-olympus guidewire when the friction and positioning issue occurred. It was further clarified that the procedures referenced in this report were not cancelled.

Event description:
General report received of an unspecified number of incidents of friction and difficulty to position the elevator. It was reported to olympus that after receiving the duodenovideoscope back from repair, friction was noted when sending items down the scope channel and that the elevator was difficult to position. It was reported that the problem was observed during diagnostic and therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedures. The customer contact stated that the physician was unable to maneuver the scope to access the common bile duct causing a delay in patient care and as a result, the patients had to be either deferred to interventional radiology (ir) to complete the procedures urgently or some procedures were cancelled and rescheduled. Reportedly, an unspecified number of patients needed additional unspecified procedures. It was reported that the device was inspected prior to use. The customer could not provide specific details. There were no reports of patient harm. The customer contact could not provide an exact number of patients affected by this issue, so this MDR is intended to capture any additional patients. An in-service and training were performed by an olympus representative, but the issue persisted. Additional information has been requested from the customer contact but has not been provided at this time.